Manufacturer narrative:
Internal report # (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results obtained of hi. The customer did not disclose his expected blood glucose test result range. The customer feels well and did not report any symptoms but may seek medical intervention due to the hi. During the call, a blood test was performed by the customer fasting and produced test result of hi using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 09/26/2020 and open vial date is 08/15/2019. The meter memory was reviewed for previous test result history (customer was not concerned with the result of 64 mg/dl): (B)(6).